Event description:
Sales consultant reported that a hardware removal in (B)(6) 2013, due to delayed healing. The original procedure was a trochanteric fixation nail (tfn) implant procedure on an unknown date. The sc reported that the surgeon removed an intermediate tfn, helical blade and 5.0 distal locking screw. The surgeon performed a total hip replacement. The revision surgery was successfully completed with no patient injury reported. This complaint is on an unknown locking screw. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This complaint in on an unknown locking screw, part and lot numbers are unknown. Without a part number the 510 number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder